Manufacturer narrative:
(B)(4). Concomitant medical products: unknown vrs cat#ni lot#ni. Unknown central screw cat#ni lot#ni. Unknown peripheral screw cat#ni lot#ni. Unknown peripheral screw cat#ni lot#ni. Unknown peripheral screw cat#ni lot#ni. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 01624, 0001825034 - 2022 - 01625, 0001825034 - 2022 - 01626, 0001825034 - 2022 - 01628, 0001825034 - 2022 - 01629.

Event description:
It was reported that a patient underwent a revision procedure due to implant loosening and fractured screws. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: concomitant products the unknown vrs is updated to: compr vrs glen pps min tpr adr cat#110027734 lot# 811810 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the screws. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: a reverse-type left shoulder arthroplasty is present. Several of the glenoid fixation screws are fractured and there is suspected glenoid implant loosening. No osseous fracture is identified. There is no dislocation. It was alleged that the patient was noncompliant; however without additional information on the noncompliance or medical records to confirm the allegation, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.